Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error message during interrogation of the patient¿s device. Another programmer was used and the issue was resolved. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the fan was noisy.